Event description:
It was reported that patient experienced unspecified issues with his sling xp device. A new ams 800 was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.